Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported the delayed needle deployment or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported that the pod was activated and the needle mechanism fired an hour later. The adhesive around the cannula was wet, and her blood glucose level was 361 mg/dl.